Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the calibration and qc data; the results were within specifications. The investigation reviewed the alarm trace; film detection in the reagent and liquid level detection (lld) hovering alarms were noted. The field service engineer inspected the analyzer and found aged measuring cells. He replaced the measuring cells. He verified the analyzer's performance by the required measuring cell tests. The customer performed calibrations and qcs with successful results. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the cobas e 411 rack is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg+b results from two patient samples tested on the cobas e 411 rack. On (B)(6) 2024: sample 1: the initial result was 4 miu/ml. The repeat result was 51908 miu/ml. On (B)(6) 2024: sample 2: the initial result was <1 miu/ml. The repeat result was >10000 miu/ml. The repeat results were deemed correct. The doctor questioned the initial results prompting the rerun of the patient samples.